Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
Its reported that implant was broken and revision performed.

Manufacturer narrative:
Reported event: an event regarding crack/fracture and periprosthetic fracture involving a restoration modular stem was reported. The event was confirmed via evaluation of provided photographs of the device and clinician review of provided medical records. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photograph shows a recently explanted restoration modular construct. The stem has fractured at approximately the midway point. The body and head appear undamaged and unremarkable. Clinician review: a review of the provided medical information by a clinical consultant indicated: "x-rays that are undated and unlabeled show a major revision hip surgery with presence of a long claw plate laterally and evidence of old and perhaps present bony fracture. Most importantly there is a fracture of the femoral metallic stem at the mid 1/3-distal 1/3 junction of the implant. Conclusion/assessment: a metallic implant failure with fracture of the cone conical stem at its mid 1/3-distal 1/3 junction was noted on x-ray. The pi report indicated that revision was pending. Event confirmation: the stem fracture can be confirmed. Root cause: a root cause cannot be ascertained without additional medical information. That said, the metal failure appears to be just below likely ununited bony fracture that could lead to high loads and a cantilever bending moment on the stem that led to fatigue failure." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the restoration modular stem. The reported event was confirmed via review of the provided photographs of the explanted devices. Clinician review of the further confirmed the event and indicated the following: "a root cause cannot be ascertained without additional medical information. That said, the metal failure appears to be just below likely ununited bony fracture that could lead to high loads and a cantilever bending moment on the stem that led to fatigue failure." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Its reported that implant was broken and revision performed.